Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had keypad not responding issues and unexplained no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The pump has been updated.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device passed self test. Device received with minor scratched lcd window and stripped battery cap coin slot. (B)(4).